Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high when she ran a control solution test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) (unknown year) at 8am and 5pm respectively. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on (B)(6) at 8 or 9pm, respectively that she had less to eat or drink than usual. The patient reported 2 hours later, she developed symptoms of "shaking." The patient denied having any treatment in response to her symptoms. At the time of troubleshooting, the cca noted the patient was using the correct control solution and the meter was in the correct unit of measurement at the time of testing. When a control solution test was run the result was not within range. The patient's test strips, test strips vial and control solution were found to be in good condition. However the cca discovered the patient was using an incorrect testing process, she did not push the button to set it as a control solution test. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue she had less to eat than usual and developed symptom suggestive of hypoglycemia.